Event description:
Meter had missing segments in the display. The medical affairs specialist (mas) left a phone message for the pt's relative the next day. The following day, the mas sent a letter to the pt's relative. Due to the missing display segments, the pt and pt's relative could not determine the meter results. The relative called the pt's physician to report pt's symptoms. The pt was described as being "out of it" and had hardly urinated. The next day the pt saw the physician. A result of 675 mg/dl was obtained on the physician's device. The pt was tested with the reported meter at the same time; however the meter result was too difficult to see. The pt was treated with 5 units of humalog insulin every hour to reduce pt's blood glucose level. No info was provided regarding the pt's medication regimen, glucose testing regimen, or length of time that the meter had displayed missing segments. The pt experienced serious injury; however, there is insufficient info to indicate that the product contributed to the pt's injury and medical intervention. The customer care rep confirmed that the meter had missing display segments. Based on the missing display segments, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.